Event description:
Pt was admitted for revision of left radius, secondary to pain & instability, from non-union fracture. During surgery, plate was found to be broken, as reason for non-union. In accordance with hosp policy, the components removed are not available for release.